Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer can't pair the insulin pump with mobile device. Customer stated that the application did not show any graph. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with incorrect g4 date. The correct g4 date is (B)(6) 2022.

Manufacturer narrative:
An attempt to reproduce the reported event with galaxy s21 5g (android 12) , minimed mobile app (1.2.1) with 780 pump (software version 6.7) was made and the graph was displayed on the app's home screen after successful pairing. Software performed as expected per ble connect ios and android mobile *software requirements specifications - (B)(4). On analysing the app logs, a lot of cases of disconnect with undefined reason were observed. This indicates that the user could not pairing with pump (did not have no one successful connection with pump). With such logs, the user could not see the screen with the graph. Most likely the user did not upload full logs or they are too outdated. This disconnect reason has wide set of possible sources, like device software, permanent/periodic sources of radio/microwaves, errors in bluetooth stack implementation, etc. Most likely cause was that something went wrong on user's android device. In this case, workaround steps to resolve the issue were provided to the helpline: -check thoroughly there are no apps installed that work with bluetooth permanently. -check user device battery settings so battery restrictions will not be applied to mmm app. -check that there is no permanent/periodic sources of radio/microwaves close to the pump and phone. -remove the pump from the list of paired devices (android os). -remove the phone from the list of associated devices (the pump). -turn bluetooth off, then on. -clear bluetooth app data. -reset the phone network settings. -restart the phone. -reinstall the app. The helpline representative confirmed, that issue was resolved but it's not confirmed if it was due to the steps provided. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.